Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. It is likely that the rupture occurred due to interaction with the heavy lesion calcification. Based on the information provided, the reported difficulties appear to be due to operational circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a heavily calcified lesion in the popliteal artery. The 4.0x120mm armada 14 balloon catheter was advanced to the lesion with no resistance noted. During the second inflation, the balloon ruptured at 8 atmospheres (atm). The device was removed with no issue and replaced with another balloon to complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.